Event description:
It was reported that the lab gastric band was implanted in 2008. On four months later, the patient was diagnosed with gastric erosion. The band will be removed.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.